Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Engineering disassembled the event unit and observed that the pusher, a plastic component located in the shaft, was damaged. The lockout, a metal component located in the shaft, was also damaged. Based on the condition of the returned unit, it is likely that the device breakage was caused by the compromised lockout component. It is likely that the lockout indexing tab yielded to the pusher, which allowed it to advance into the jaws and become damaged. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report represents the initial and follow-up report.

Event description:
Procedure performed: lap chole. Incident description: when they fired the clip applier, no clips came out. When they pulled the device out of the trocar the clips fell out into the patient's body. All of the clips were removed. The device was not working from the beginning of the case. The device is available for return. No patient injury. Applied z-thread 12mm trocar was used. Standard laparoscopic case. No photos available. They pulled another clip applier from the same lot and proceeded to complete the case. Intervention: replaced the device with a new clip applier from the same lot. Patient status: no patient injury.